Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the infusion set and resumed insulin delivery to resolve the issue. The customer's blood glucose (bg) level elevated to greater than 400 mg/dl. To address the bg level, the customer delivered a correction bolus and administered insulin. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.